Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as bleeding sore/blisters. There was no alleged device malfunction contributing to the irritation. The patient¿s wound care specialist placed bandages on the wounds and her cardiologist recommended removing lv until area heals. Follow up indicated that the skin irritation improved.